Event description:
Event description guidant received information that this chronic ventricular implantable lead exhibited low, out of range pacing impedance measurements. An invasive procedure was performed and the header of this implantable cardioverter defibrillator (ICD) became separated from the device after much force was used to remove the leads from the header. The ventricular lead was surgically capped and this ICD was explanted. New items were succesfully implanted and this ICD will be returned for analysis.